Manufacturer narrative:
The reported event of over infusion could not be confirmed. No product or event logs have been returned for this investigation. The root cause of the customer's experience was not identified.

Event description:
The customer reported the rn noticed the infusion of antibiotics infused faster than expected. The infusion was expected to infuse within 30 minutes however it infused in 20 minutes. Then the rn attempted to infuse seizure medication when it was also noted to be infusing faster than expected. The pump was discontinued. There was no patient harm. Received a copy of the customer's medwatch report from the FDA which states, "alaris pump notified by nurse to take a look at pump. Was told that it was seen that medication IV antibiotic appeared to infuse faster than normal over 20 minutes rather than normal 30 minutes. With that in mind they changed IV chamber and noted while attempting to infuse and seizure medication that the drip appeared faster than expected. When I entered the room I informed the nurse to discontinue use of pump and I provided another pump for use. Pump with alert of "communication error" noted. Call placed to clinical engineering, who took possession of pump."